Event description:
It was reported that pump presented no message alarm. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. As a result of checking the log, it confirmed that the pump started on (B)(6) 2022, was turned off approximately 9 hours later on (B)(6) 2022, and that there was a record of the power being turned on and off immediately thereafter. It was not confirmed, the customer reported issue. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service repair records. The device was manufactured feb. 2020, and is out of warranty therefore, no manufacturing DHR review is needed. No product information has been provided to date. Operator of device: patient/consumer.